Event description:
Information was received that a smiths medical endotracheal tube has a cuff that is unable to be inflated.

Manufacturer narrative:
Initial report was filed inadvertently. The reported information indicates the alleged device deficiency was observed upon pre-test, and there is no evidence to reasonably suggest the device would cause or contribute to a death or serious injury if the malfunction were to recur. The event reported under MDR 3012307300-2019-00076 was determined to be not reportable and no further reports will be filed using this file number.